Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior cuff was still loaded on the foot. Both cuffs were attached to the link and the anterior cuff tabs were damaged. There was a needle strike mark on the posterior foot. The posterior cuff was missed and the anterior cuff detached from the needle tip which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. During testing, a proxy plunger was reinserted to test the needle trajectory and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue as evidenced by the needle strike mark on the foot. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a link break occurred. The method of how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.